Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) tubing, bulb seal of imt rotary bulb and imt sensor. The cse performed precision testing and ran quality controls to verify the instrument was operational. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that there was no instrument malfunction. The hsc specialist recommended the customer to follow proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low sodium, potassium and chloride results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on seven patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely low chloride (cl) and potassium (k) results were obtained on six and four patient samples respectively. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The repeat results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
The initial MDR 1226181-2016-00061 was filed on february 12, 2016. Additional information (02/15/2016): additional information regarding reporting of corrected results was obtained. Corrected information (02/15/2016): initial MDR states that the repeat results were not reported to the physician(s).

Event description:
Discordant, falsely low sodium (na) results were obtained on seven patient samples on a dimension exl with lm instrument. Additionally, discordant, falsely low chloride (cl) and potassium (k) results were obtained on six and four patient samples respectively. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.